Event description:
It was reported that the patient experienced a replacement of all artificial urinary sphincter(aus) device components due to an infection. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the infection occurred two weeks prior to surgery. The physician treated the infection and got well. System components: pump model-72400098 lot sn- (B)(6). Mfg date- (B)(6) 2016 exp date- 02/17/2021. Gtin- (B)(4). Balloon model- 72400024 lot sn- (B)(6). Mfg date- (B)(6) 2016. Exp date- 03/02/2021. Gtin- (B)(4).

Manufacturer narrative:
System components: pump: model-72400098; lot sn- (B)(4); mfg date- 02/23/2016; exp date- 02/17/2021; gtin- (B)(4). Balloon: model- 72400024; lot sn- (B)(4); mfg date- 03/17/2016; exp date- 03/02/2021; gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of all artificial urinary sphincter (aus) device components due to an infection. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.